Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (1 mg/ml at .1575 mg/day), bupivacaine (0.5 mg/ml) and clonidine (50 mcg/ml) via an implanted infusion pump. It was reported the patient had signs of infection in the pump pocket. There was no environmental/external/patient factors that may have led or contributed to the issue noted and no diagnostics/troubleshooting performed. The surgeon revised the pump pocket on (B)(6) 2021 and it was unknown if the infection resolved.